Event description:
A home pt (hp) contacted the technical services center to report that fluid was coming out from the cassette door before pt use of a homechoice system (hc). The technical suppor representative advised the hp to cycle power on the hc and to restart with new supplies. There was no pt injury or medical intervention reported at the time of the incident.